Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician was utilizing a competitors guidewire with the left ventricular (lv) lead when the guidewire became stuck in the lumen of the lead. The lead was removed and a different lead was implanted without incident. No patient complications have been reported as a result of this event.